Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the "scanner" could not be done in time. The physician decided to refill the pump and update the information. The patient was hospitalized in intensive care after the refill visit for observation. Everything went well and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the previous physician was unable to be reached due relocation. It was clarified the volume indicated by the pump (expected reservoir volume (erv) ) was 0ml, as the previous follow-up was done recently (end of (B)(6) 2017). The current physician assumed there was still drug in the pump and decided not to empty the pump until they could better understand the situation. A "scanner" as performed, but the results were not known. A message was left for the current physician, but a response had not be received. The need for a new physician was due to the previous physician relocation. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated catheter information was not available. The pump was found to have an actual reservoir volume of 0ml on (B)(6) 2017 and the pump was not refilled. The results of the system scan results would be provided upon completion. The healthcare provider was currently waiting for MRI results.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8700a, implanted: (B)(6) 2015, product type catheter. Product ID 8840, product type programmer, physician.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (10mg/ml (also listed as a secondary drug at 2.0mg/ml), 0.9475mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient relocated and oriented to a different hcp on (B)(6) 2017. The patient was previously follow-up by a hcp for 2 years with a refill visit approximately every month. The patient indicated during the visit the pump was "ringing for 2 years." Upon interrogation, the "volume box was empty." The hcp had no information regarding the previous refill, implanted catheter, and real drug (concentration and dose) inside the pump. The pump logs were observed and it seemed refills were performed every month, but the pump was not updated. There were no pump refill updates in the logs (confirmed via provided screen shots of the clinician programmer). The logs indicated 303ml of drug had been delivered since the last update ((B)(6) 2016). Prior to the most recently programmed refill, the logs indicated the pump was refilled on (B)(6) 2015. The refill history suggests the pump was previously refilled approximately every 3 months. Further review of the logs indicated an empty pump alarm occurred on (B)(6) 2016, (B)(6) 2015 (low reservoir on (B)(6) 2016, (B)(6) 2015). A diagnostic "scanner" would be performed of the system the following week. The issue was considered ongoing. The pump status was indicated as implanted and in service. Three historical motor stalls and recoveries were also seen in the pump logs. The first motor stall occurred on (B)(6) 2015 at 14:03 with a motor stall recovery at 14:32. A second motor stall occurred on (B)(6) 2017 at 08:30 with a motor stall recovery at 09:13. The final motor stall occurred on (B)(6) 2017 at 18:40 with motor stall recovery at 19:05. No information was provided regarding the motor stalls. The implant date was reported as (B)(6) 2015 (month and year valid). The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.